Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Manufacturer narrative:
(B)(4); this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture due to a dislodgement. A procedure was performed where the dislodgement was confirmed via fluoroscopy imaging. Subsequently the lead was explanted and a new lv lead was successfully implanted. No additional adverse patient effects were reported.